Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was difficult/impossible to open due to a bent jaw.

Manufacturer narrative:
One used lf1637 ligasure device was received, and examination of the sample confirmed the reported issue. Visual and mechanical evaluation identified that the jaw was bent, causing the device to be difficult to open. The observed jaw damage is consistent with the device being dropped. The investigation identified the root cause of the reported event to be mishandling of the device during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.